Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus key med.(okm) for evaluation. In the evaluation, the reported phenomenon that endoscopic image of the device disappeared was duplicated. Okm also confirmed the followings; - the glue of the angulation rubber lifted. - the light guide lens was cracked. - sign of fluid invasions inside the endoscope connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc has identified in the investigation on the same complaints that ¿b30¿ most likely occurs due to water invasion into the device during reprocessing at the user facility. Although the exact cause of the reported event could not be conclusively determined, it is surmised that a short-circuit of the electric circuit due to the fluid invasion resulted in the endoscopic image loss. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a scope communication error message 'error b30 - contact olympus' was appeared on the screen of the endoscopic image of the subject device (that means endoscopic image of the subject device disappeared) during a colonoscopy procedure, and the procedure was aborted. There was no report of patient injury associated with the event.